Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw mitraclip (lot: 30724a2002) was implanted first, successfully. An nt mtiraclip was then advanced to the valve to further reduce mr. During maneuvering, the ntw detached from the posterior leaflet (single leaflet device attachment (slda)). There was no contact between the two clips. The nt clip was then immediately implanted next the ntw slda to stabilize. No more clips were implanted. The procedure ended with mr reduced to grade 3-4. There was no clinically significant delay and no patient clinical signs or symptoms due to the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the posterior leaflet during positioning of another clip, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.